Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection showed that the header is off and cut into pieces. The df- and rv ring terminal blocks were in the largest header piece and the set screws operate appropriately. The df+ terminal block is by itself and the set screw is up against the retainer ring and the hex slot is completely rounded and mutilated. The device was bench tested connecting the short feed through wires to loads and sensing shocking and pacing functions were checked and passed. This damage was determined to be procedurally induced.

Event description:
Boston scientific received information that during a yearly check of this implantable cardioverter defibrillator (ICD), one non-sustained episode was found. The health care professional wanted to understand how long the episode lasted but the duration isn't shown in the logbook report. The patient was given 7 shocks to convert ventricular tachycardia that did not convert the rhythm. As a result the decision was made to explant the device. During the explant procedure, the setscrew would not loosen, it would just spin. A bone cutter was used to free the lead from the device header. There were no adverse patient effects reported as a result of the procedure.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.